Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material remained in the device could not be identified. There was no physical damage to the area where the material resided. It was unknown whether there was deviation from instruction for use in reprocessing steps for the locations with foreign material, since the customer did not provide any response. Therefore, a definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "cf-h185l/I operation manual chapter 3 preparation and inspection." And the prevention methods in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the probe cover, bending section cover, around the nozzle, and at the end of the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.